Event description:
After the brake is applied, the left foot end brake caster continues to swivel.

Manufacturer narrative:
The technician isolated the issue to a worn caster. He replaced the left foot end brake caster to repair the stretcher.